Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a 500 ml bag of methotrexate only infused 250 ml after a 12-hour duration. There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.

Event description:
It was reported that a 500 ml bag of methotrexate only infused 250 ml after a 12-hour duration. There was patient involvement, but the outcome is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? , imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion of methotrexate was not confirmed during a review of the log or replicated during testing of the suspect pump module. Thorough laboratory testing of the suspect pump module confirmed its performance was within specified parameters, with no errors or malfunctions detected. Inspection of the suspect pump module both externally and internally did not observe any existing issues that may have been a contributing factor for the reported issues. The logs from the pcu and pump module were reviewed for the reported event on (B)(6) 2025 at 12:28 am. No errors were found in the pcu error log. The event log showed that drug ID 314 (suspected methotrexate) was selected and programmed to infuse 374mg in 500ml at a rate of 41.6667ml/hr. The infusion began with a secondary volume infused (svi) of 157.162ml, accumulated from prior infusions. At 12:28:17 am, the vtbi was adjusted to 515ml, with an svi of 157.311ml. Shortly after, at 12:28:23 am, the infusion rate was changed to 43ml/hr, with an svi of 157.361ml. This reflects a minimal increase of 0.05ml between both events. The infusion completed at 12:27 pm with an svi of 672.321ml, consistent with the programmed vtbi and prior accumulated volume. Immediately after, primary volume infused (pvi) mode began at a rate of 10ml/hr with a vtbi of 486.92ml. It was not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid was within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. The bd alaris system user manual (v12.3.2) warns that touching the administration set while closing the door, incorrect tubing placement, or elevating the upper fitment can lead to infusion rate inaccuracies. These conditions may occur if the set is stretched or under tension during loading. Inspection and testing of the incident administration sets could not be performed since the incident administration sets were not returned for investigation. There was patient involvement, but the outcome is unknown. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Note to repair center: suspect pump module s/n: (B)(6), (w/o: (B)(4)). The device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue of an under-infusion of methotrexate was not identified during the investigation. The returned device was fully evaluated, including log review and laboratory testing, and no issues or anomalies were observed. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.